Manufacturer narrative:
The complaint is confirmed. Evaluation of the attached picture of an ar-9811 noted that a piece of the ceramic face is missing, leaving a hole. The electrodes are still attached to the ceramic face. Also, it was observed that the tip was burned. The most likely cause(s) for the reported failure is a use error. Due to prying/levering the device against other instrumentation. The device was received at alc facilities; however, due to hazard issues, the device could not be cleaned and sent to the product surveillance lab for evaluation.

Event description:
It was reported that during a hip arthroscopy the metal came loose during use of the device. The loose piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.hold for wh 1.5

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.